Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported infusion device was not functioning properly. Pt attempted to bolus after lunch and infusion device display only showed basal rate. Pt reported the menu, check, and up/down buttons were "completely blocked." Pt changed the battery, but this did not help. Pt switched to backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.